Event description:
It was reported that during procedure when placed the catheter to m1 distal and prepared to deploy the subject stent and when deploying it, the subject stent expanded properly at m1. Locked the system and withdrew as a whole back to ica (internal carotid artery) tail bifuration and continued to deploy the subject stent. When the subject stent passed the neck of aneurysm, distal of it migrated to lower position of ica tail. The operator withdrew the subject stent and re-located distal of it and deployed again. However after part of the subject stent was deployed, the rest got stuck in microcatheter and could not deploy completely. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned inside a microcatheter. The stent delivery wire (sdw) was severely kinked/bent 40cm from proximal end and 1.6cm from the distal end. The microcatheter was severely damaged and stretched 151cm from the proximal end. The microcatheter coils were wrapped around the resheath pad and proximal marker band. It was not possible to advance or withdraw the sdw from the microcatheter due to the microcatheter damage. The stent introducer sheath tip was damaged. The stent was not returned (as per additional information, the physician deployed the stent on the table (outside the patient¿s body). Functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The flow diverter was recaptured back into the microcatheter. There was no resistance between the delivery catheter and the pusher. There was no resistance encountered during navigation of the flow diverter device to the target lesion. There was no resistance during advancement of the stent delivery system through the patient¿s anatomy and there was no resistance encountered during the implant (stent) deployment. There was high % stenosis proximal to the stent likely contributing to the inability to deploy the stent. After removal, the physician attempted to deploy the stent on the table (outside the patient¿s body). Product analysis found the device was returned inside a microcatheter. The sdw was severely kinked/bent 40cm from proximal end and 1.6cm from the distal end. The microcatheter was severely damaged and stretched 151cm from the proximal end and the microcatheter coils were wrapped around the resheath pad and proximal marker band. It was not possible to advance or withdraw the sdw from the microcatheter due to the microcatheter damage. The stent introducer sheath tip was damaged. The stent was not returned (as per additional information, the physician attempted to deploy the stent on the table (outside the patient¿s body). The damage to the returned device indicates it encountered a significant force during use which may have contributed to the reported event. It is also most probable the high % stenosis proximal to the stent contributed to the inability to successfully deploy the stent. An assignable cause of procedural factors will be assigned to the reported events ¿stent partial deployment¿ and ¿stent dislodged/migrated¿ and analysed events 'sdw kinked/bent', 'stent introducer sheath distal tip damaged' and ¿sdw friction¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure when placed the catheter to m1 distal and prepared to deploy the subject stent and when deploying it, the subject stent expanded properly at m1. Locked the system and withdrew as a whole back to ica (internal carotid artery) tail bifurcation and continued to deploy the subject stent. When the subject stent passed the neck of aneurysm, distal of it migrated to lower position of ica tail. The operator withdrew the subject stent and re-located distal of it and deployed again. However after part of the subject stent was deployed, the rest got stuck in microcatheter and could not deploy completely. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.